Manufacturer narrative:
Correcting d10 - other supporting device: ventilator. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d10 for additional information inadvertently left off of initial medwatch. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely physical stress was applied to insertion section during user handling. It damaged charge-couple device (ccd) unit and no image occurred. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use ¦ warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warning and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that when moving the bronchovideoscope control lever toward the "d" position, the image disappeared. The issue was found during a diagnostic bronchoscopy procedure. The procedure was completed using another scope. The procedure was not prolonged. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found no image upon angulation down. Also, the examination found the following: the distal end plastic cover had a deep cut. The bending section cover glue had a chip and was lifting. The charged-coupled device (ccd) shrank, and the tube was cut on the bending section. The insertion tube had large scratches and was dented. The production label was without ce. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.